Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on 23 february 2021.

Manufacturer narrative:
This report is submitted on june 24, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site with (as described by the patient) skin that part of the incision was dead. The patient is yet to be assessed by the surgeon. The implant remains in-situ.